Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with essure was removal in (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: myometrium into the endometrial cavity./ migration of essure device location of device: essure coils through both fallopian tubes,") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune disorder. Concomitant products included levothyroxine since 2007. In september 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced weight increased ("weight gain / loss specify which one: weight gain;"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, rash, dyspareunia and weight increased outcome was unknown and the pelvic pain, fatigue and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, pelvic pain, rash, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion on (B)(6) 2016: surgical pathology final report clinical information: foreign body in uterus, pelvic and perineal pain. Diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy. Uterus and cervix: cervix- chronic inflammation and nabothian cysts. Myometrium- intramural leiomyoma benign paratubal mullerian cyst. Foreign material consistent with contraceptive devices. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: migration of essure device location of device: essure coils through both fallopian tubes, penetrating through the myometrium into the endometrial cavity, perforation (other) please describe and state the location of the perforation: myometrium into the endometrial cavity., dysmenorrhea (cramping); weight gain were added. Outcomes of events dysmenorrhea, pelvic pain, fatigue from unknown to recovered/resolved were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: myometrium into the endometrial cavity./ migration of essure device location of device: essure coils through both fallopian tubes,") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. 763647-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, dizziness, edema limbs, obesity, fatigue, hypothyroidism, nausea, unilateral leg pain and swelling nos. Current weight: 276 lbs. On (B)(6) 2011 hysterosalpingography, radiologic supervision and interpretation should on scout image two essure coils were identified, successful mechanical obstruction of both fallopian tubes. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included autoimmune disorder. Concomitant products included levothyroxine since 2007. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain;"). In 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rashes") and perineal pain ("perineal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, rash, dyspareunia, weight increased and perineal pain outcome was unknown and the pelvic pain, fatigue and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, pelvic pain, perineal pain, rash, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. The essure coil was placed to the black-guided mark, the thumb-wheel released, repositioned, the coil released in the standard fashion. About 2-3 coils were noted after its release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Diagnostic results: on (B)(6) 2016: surgical pathology final report clinical information: foreign body in uterus, pelvic and perineal pain. Diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy. Uterus and cervix: cervix- chronic inflammation and nabothian cysts. Myometrium- intramural leiomyoma benign paratubal mullerian cyst. Foreign material consistent with contraceptive devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: myometrium into the endometrial cavity./ migration of essure device location of device: essure coils through both fallopian tubes,") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease. Current weight: 276 lbs. Concurrent conditions included autoimmune disorder. Concomitant products included levothyroxine since 2007. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain;"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and perineal pain ("perineal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, rash, dyspareunia, weight increased and perineal pain outcome was unknown and the pelvic pain, fatigue and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, pelvic pain, perineal pain, rash, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016: surgical pathology final report. Clinical information: foreign body in uterus, pelvic and perineal pain. Diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy. Uterus and cervix: cervix- chronic inflammation and nabothian cysts. Myometrium- intramural leiomyoma benign paratubal mullerian cyst. Foreign material consistent with contraceptive devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Added event perineal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (on or about (B)(6) 2016, patient underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: myometrium into the endometrial cavity./ migration of essure device location of device: essure coils through both fallopian tubes,") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. 763647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, dizziness, edema limbs, obesity, fatigue, hypothyroidism, nausea, unilateral leg pain and swelling nos. Current weight: 276 lbs. On (B)(6) 2011 hysterosalpingography, radiologic supervision and interpretation should on scout image two essure coils were identified, successful mechanical obstruction of both fallopian tubes. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included autoimmune disorder. Concomitant products included levothyroxine since 2007. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain;"). In 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rashes") and perineal pain ("perineal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, rash, dyspareunia, weight increased and perineal pain outcome was unknown and the pelvic pain, fatigue and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, pelvic pain, perineal pain, rash, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. The essure coil was placed to the black-guided mark, the thumb-wheel released, repositioned, the coil released in the standard fashion. About 2-3 coils were noted after its release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Diagnostic results: on (B)(6) 2016: surgical pathology final report. Clinical information: foreign body in uterus, pelvic and perineal pain. Diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy with bilateral salpingectomy. Uterus and cervix: cervix- chronic inflammation and nabothian cysts. Myometrium- intramural leiomyoma benign paratubal mullerian cyst. Foreign material consistent with contraceptive devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet and medical records received. Lot number added. Medical history, historical drug, reporter information, lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report